Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the placement of the deflux implant, the plunger of the syringe broke. The piston fins break, and then it is very complicated to inject the product. The glass syringe broke, and the surgeon injured a finger, requiring the application of skin glue to be able to continue his operating program."

Event description:
It was reported that "during the placement of the deflux implant, the plunger of the syringe broke. The piston fins break, and then it is very complicated to inject the product. The glass syringe broke, and the surgeon injured a finger, requiring the application of skin glue to be able to continue his operating program."

Manufacturer narrative:
Qn#(B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.